Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had issue with augmentation. No indication of actual or potential harm or death.

Manufacturer narrative:
Updated field: b4, b5, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) upon arrival, all functional testing and calibrations passed. Device left pumping at 80bpm for 24 hours with no reported issues. Problem not verified. Fse replaced compressor as part of pm. Device returned to customer.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had issue with augmentation. No harm reported.